Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during use on the patient while in the cath lab. Staff reports that there was blood material after 5 min usage, and the balloon was found burst. There was no reported medical intervention or complications. Patient outcome: fine.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the balloon burst and blood backed up into the iab is not confirmed. Although, the root cause of the complaint could not be determined the device passed all functional testing, and no blood was noted within the iab. The iab was pump tested and no alarms occurred. No further action required.

Event description:
It was reported that the event occurred during use on the patient while in the cath lab. Staff reports that there was blood material after 5 min usage, and the balloon was found burst. There was no reported medical intervention or complications. Patient outcome: fine.